Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 34 mg/dl. The customer treated with food. During troubleshooting, there were no insulin pump anomalies noted. The customer also reported that they had high blood glucose of 227 mg/dl and 248 mg/dl. The customer's blood glucose was 264 mg/dl at the time of call. The insulin pump was not returned for analysis.